Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at the ipg site due to it's location. As a result, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor decided to explant and replace the patient's ipg along with implanting the replacement ipg in a new location. Surgical intervention resolved the patient's issue.